Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, treatment was sought at an emergency room due to shortness of breath and cold sweats. The pt states that he was experienced shortness of breath and cold sweats. The patient states that he has experienced shortness of breath and cold sweats since the taxus express2 drug eluting stent was placed. He has been to the emergency room 3 times in the past 1 1/2 months, and on one occasion was hospitalized. A chest x-ray was negative. The physician at the hosp told him the symptoms are associated with "his lungs". Additional info was requested, but cannot be obtained.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device will not be returned and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.